Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had aortic valve stenosis presenting with severe calcification in the femoral access vessels, prohibiting a safe transfemoral implantation. The team therefore decided to use transaxillary access from the left side, as the left subclavian artery had no calcification. After surgical preparation of the vessel, the team inserted an introducer sheath (14fr sentrant) with a subsequent pre-implant balloon aortic valvuloplasty (bav). However, it was impossible to insert the delivery catheter system (dcs) even after exchanging the guidewire (lunderquist) and after choosing an additional introducer sheath (dryseal). While pushing the dcs forward, the team experienced a resistance in the curve towards the aortic arch. This maneuver resulted in a dissection of the vessel since an intima flap was trapped between the capsule and the nose cone of the dcs. The procedure was aborted after evaluation of risks and benefits for the patient. The dissection was repaired surgically with a patch at the access site and with a stent in the subclavian artery. No additional adverse patient ef fects were reported.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the delivery catheter system (dcs) system or the capsule contributed to the dissection. Per the physician, it is unknown what caused the dissection however it was most likely due to pushing the system. The dissection occurred in the middle of the vessel.

Manufacturer narrative:
Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was severe calcification in the femoral access vessels. This indicates that the probable cause of the advancement difficulties was patient anatomy. While pushing the dcs forward, the team experienced a resistance in the curve towards the aortic arch. This maneuver resulted in a dissection of the vessel since an intima flap was trapped between the capsule and the nose cone of the dcs. Vascular related complications, such as aortic dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the dcs system or the capsule contributed to the dissection. Per the physician, it is unknown what caused the dissection however it was most likely due to pushing the system. Per the evlolut fx IFU ¿do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ there was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.